Event description:
Caller alleges meter is not functioning properly. Dosage was changed and result was not reading as expected. This qualifies as an adverse event because dosage was adjusted.

Manufacturer narrative:
Caller alleges meter is not functioning properly. Dosage was changed and result did not read as expected. Further investigation is required.